Manufacturer narrative:
Per the clinic, the device is not available for analysis. (B)(4). Device not available for evaluation.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient noticed the high readings on (B)(6) 2010. The patient obtained a 146 mg/dl on the lfs meter and approximately 2 days later, the patient developed chest pains and went to the fire department and was tested on their meter and obtained a 90 mg/dl and was treated with food/drink and was admitted in the hospital. The products were replaced. No further clinical information was provided. It would have been helpful to know how long the patient was admitted in the hospital, the diagnosis, readings prior to the event and treatment in the hospital. It would have been also helpful to know whether the 90 mg/dl result was after treatment or before treatment on the fire department's meter. The complaint is being reported since the patient was treated with food/drink by the fire department and was admitted in the hospital.

Manufacturer narrative:
(B) (4).

Event description:
Per the physician, the patient's fixture extruded therefore the patient was reimplanted with a new device (B) (6) 2010.